Event description:
Pt with carcinoma of the mandibular gingiva was treated with a plate and 8 screws on (B)(6) 2011. The matrixmandible screw dia. 2.4mm and the matrixmandible angle recon plate were implanted at the mandibular reconstruction (no excision and no grafted bone). Surgeon reported that the plate was not covering the head of the bone. Surgeon continued the procedure and implanted the plate. X-rays taken (B)(6) 2012 showed one of the screws as loose and not seated in the plate. On (B)(6) 2012, the surgeon performed revision surgery to replace the plate with a locking recon plate. Prior to removal of the loose screw, it remains unclear if the damage to the screw head occurred during the initial procedure or during screw removal. The surgeon was unable to determine how the screw was damaged or how much torque was applied during original screw implantation. Reportedly, the pt was unaware of the damaged screw. All hardware was removed. The original plate was reported as without having deformity. The pt's diet consisted of liquid food that required minimal chewing, therefore, the power for the dental occlusion was not applied to the lower jaw. This is the 3rd of 3 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.